Event description:
It was reported that removal difficulties and a dissection occurred. The vascular access was obtained through the femoral artery. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous right coronary artery. During a percutaneous coronary intervention (pci), an atlantis sr pro² imaging catheter was used in conjunction with a non-bsc guidewire to view the lesion. It was difficult to remove the atlantis sr pro². It was noted that the non-bsc guidewire was deformed into a "zigzag shape." The atlantis sr pro² and the non-bsc guidewire were completely removed as a system in which a dissection occurred. The dissection was observed in the proximal part of the right coronary artery. An unspecified liberte stent was deployed at the dissected site. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, results codes and conclusion codes. Device evaluated by MFR: device was returned for analysis. Examination of the returned device revealed that the guidewire exit port was lifted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The patient vessel dissection complaint was confirmed based on the event description. Although there was no indication of resistance in tracking a test guidewire into the catheter, the difficulty moving catheter on guidewire complaint was confirmed. It was based on the guidewire exit port damage, which may have impeded the movement of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that removal difficulties and a dissection occurred. The vascular access was obtained through the femoral artery. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous right coronary artery. During a percutaneous coronary intervention (pci), an atlantis sr pro imaging catheter was used in conjunction with a non-bsc guidewire to view the lesion. It was difficult to remove the atlantis sr pro. It was noted that the non-bsc guidewire was deformed into a "zigzag shape". The atlantis sr pro and the non-bsc guidewire were completely removed as a system in which a dissection occurred. The dissection was observed in the proximal part of the right coronary artery. An unspecified liberte stent was deployed at the dissected site. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).